Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine ultra¿ pro pen needle broke off the pen and was thought to have remained in the injection site. The consumer's general practitioner was consulted, but the needle or anything unusual could not be found. The following information was provided by the initial reporter, translated from french: "the patient feels discomfort in the abdomen. It would be necessary to investigate to confirm the presence or not of the needle in the injection site. During the injection, the patient did not notice any problem. He left the needle on the pen at the next injection, when he wanted to throw away the needle, he noticed that the base plate had no needle left. He thought that the needle might have remained in the skin. He consulted his gp, who did not find anything unusual, except for a small crust. Having been hospitalised last month, 3 boxes were mixed up. 1. What is the actual state of the patient? 1- the patient is fine, but sometimes has a pain at the injection site. 2. Was it confirmed that the needle remained in the patient? 2- this is the problem. The needle was no longer on the base, did it fall on the floor or remain at the injection site ? 3. Was there any medical intervention linked to the event? 3- no medical intervention related to this event".